Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The device was returned on 16jul2020, and visual inspection revealed the silicone disc had dislodged and had been pushed into the check flo body.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Additional information: section c d10-product received on: 16jul2020 investigation ¿ evaluation beijing mednovo med. Tech. Co. In china informed cook that the flexor sheath in a rosch-uchida transjugular liver access set leaked during a procedure. The 72 year-old patient underwent a tips (transjugular intrahepatic portosystemic shunt) procedure. When the user inserted the sheath and dilator, they noted that the sheath valve was leaking. The device was removed and replaced and the patient did not experience adverse effects. A review of the complaint history, device history record, instructions for use (IFU), quality control, and visual inspection were conducted during the investigation. The customer returned one 10fr flexor with the dilator inserted through the proximal end. There is biological matter throughout. Inspection found that the silicone disc in the valve had been dislodged and pushed through in the check-flo body. The check-flo cap was remove for a better view. The silicone disc is sideways in the check-flo body. Additionally, a document-based investigation evaluation was performed. There are appropriate controls in place to detect this failure. The instructions for use (IFU) packaged with the device was reviewed for relevant information related to reported failure mode. Relevant information includes: "precautions -this product is intended for use by physicians trained and experienced in diagnostic and interventional techniques. Standard techniques for placement of vascular access sheaths, angiographic catheters and wire guides should be employed. How supplied -upon removal from package, inspect the product to ensure no damage has occurred." The device history record (DHR) was reviewed. The final lot, flexor lots, and check-flo body lot revealed no related nonconformances or abnormalities upon incoming inspection. A complaint database search was conducted and no additional complaints on the final lot were revealed. Therefore, there is no evidence of nonconforming material in house or in the field. There is no indication the complaint device was manufactured out of specification. It is likely that the disc became dislodged when the dilator was inserted. Based on the information provided, visual inspection of the returned product, and results of the investigation, it was concluded that the cause of this event is component failure. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Occupation: agent. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a male patient required a rosch-uchida transjugular liver access set for a transjugular intrahepatic portosystemic shunt in the liver. After advancing the introducer and dilator in the body, the operator noticed the hemostatic valve was not working. The blood was "flow[ing] out" of the flexor check-flo introducer. The device was removed and a similar device was placed to successfully complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.